Manufacturer narrative:
Technician found three casters were failing to lock. Replaced the brake/steer assemblies to resolve this issue.

Event description:
Account alleged that the brakes were not working. No injuries reported.